Manufacturer narrative:
See attached for supplier evaluation

Event description:
On 09/21/2022, it was reported by a sales representative via sems that a ar-6480 dw pump is having a pressure fault setting issue. This occurred during an unknown case, with no patient effect reported. No additional information provided.